Event description:
As reported by the user facility: ref # (B)(4), lot # 3c30258316, 1 item, occurred (B)(6) 2013. Reports nurse does not believe safety mechanism fully deployed resulting in needle stick during disposal. MFR ref # 9610825-2013-00315.